Event description:
A customer reported an event of a "oil mist" (haze) emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The fse was dispatched to the customer site and replaced the vacuum pump oil and the vacuum filter element to resolve the haze/mist/vapor issue and the unit was brought back to service. Asp investigation summary: the investigation included a review of the device history record (DHR), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk haze/mist/vapors to be "low." No parts were available for return and analysis. The assignable cause of the haze/mist/vapor issue is the vacuum filter element and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.